Event description:
Event description guidant received information that the patient with this device and lead experienced syncope. A holter monitor had recorded pauses in pacing and oversensing was observed. The patient was invasively evaluated for a suspected loss of ventricular capture however the impedance measurement had not changed. The patient underwent a lead revision procedure. Prior to the procedure, the pacemaker's battery gas gauge indicated five years remaining longevity. However, after the lead revision the gas gauge indicated less than one year remaining. A hex dump was performed to review the device memory and a system reset had occurred therefore the device was explanted as recommended by guidant. The device will be returned for analysis.